Event description:
Reportedly, during an implantation attempt on (B)(6) 2025, the screw of the vega r45 lead was difficult to be used. The extension/retraction of the screw was tested on the table before the insertion inside the heart and difficulties were spotted during the mechanical test, and the screw came loose and couldn't be fixed in the atrial appendage when the physician tried to use it (tried 3 times). X-ray examination revealed that the screw did not appear to be fully extended. The procedure was completed with another vega lead.

Manufacturer narrative:
Summary of the investigation: as received, the screw fixation was retracted. After thorough cleaning to remove blood and tissue residues, the screw could be extended and retracted after 10 turns with a "jumping" effect. This observation could be due to tissue residues remaining inside the screw housing, despite deep cleaning. The helix length was measured at 1.5 mm, which was within the acceptable range, and no screw bending or damage was observed. X-ray imaging of the lead was conducted to assess the fixation mechanism, including the helix, the proximal is-1 pin, the outer coil, and the inner coil. Torque and deformation were observed on the inner coil, likely related to multiple repositioning attempts and repeated screw extension/retraction during the implantation attempt. No other damage was identified. All other mechanical and dimensional measurements were found to be within specifications. The review of manufacturing records confirmed that the lead was released according to all applicable processes, with no inconsistencies identified that could be linked to the reported screw mechanism difficulties. Based on the investigation, a lead-related issue is not suspected. This case will be retained for trending purposes. For more details, please refer to the enclosed report analysis.

Event description:
Reportdly, during an implantation attempt on (B)(6) 2025, the screw of the vega r45 lead was difficult to be used. The extension/retraction of the screw was tested on the table before the insertion inside the heart and difficulties were spotted during the mechanical test, and the screw came loose and couldn't be fixed in the atrial appendage when the physician tried to using it (tried 3 times). X-ray examination revealed that the screw did not appear to be fully extended. The procedure was completed with another vega lead.